Event description:
A malfunction was reported with a pump, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.